Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-03935. It was reported that there was a shaft leak. An angiojet® catheter and angiojet® ultra system console were selected for a thrombectomy procedure. Priming was unable to be completed during preparation outside of the patient. It was observed that the catheter pump and shaft were leaking. It was thought the console was causing the issues. There were no patient complications. The procedure was completed with another angiojet catheter.